Manufacturer narrative:
The lot number for the malfunction was not provided. The device has not been returned for evaluation; therefore, the investigation is inconclusive for missing component as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 implantable allegedly experienced a missing component. This information was received from a single source. The malfunction reported no patient involvement. The patients age, weight, and sex were not provided.